Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that obstruction of the handpiece occurred and error message was displayed during calibration of a combined cataract and vitrectomy surgery. The handpiece was replaced, but the problem persisted. After replacing the entire kit, it started working again. There was no patient contact with the product. This report pertains to the cassette involved in this complaint.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The picture provided by the customer was reviewed and confirmed error message appearing on screen. Additional photo confirmed the test chamber to be inflated with excess balanced salt solution (bss) during priming sequence which likely lead to customers report. While this image offers limited context, it is insufficient to determine the root cause of the customer¿s reported issue. In the absence of the physical product, the device¿s condition could not be verified. Consequently, visual inspection and functional testing could not be performed to identify the failure mode of the consumable device. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).